Manufacturer narrative:
Patient identifier, date of birth/age, and weight are unknown. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: december 16, 2008. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a surgeon was attempting to drill a pilot hole for screw insertion during an anterior cervical discectomy and fusion (acdf) procedure at levels c6-c7 on (B)(6) 2016. During this attempt, the distal end of the 2.0mm drill bit broke. The generated fragment was retrieved via a needle driver. The procedure was completed with the use of an alternate drill bit. A two (2) minute surgical delay was noted with no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: this complaint is confirmed as the complainant drill bit was returned in two (2) pieces. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The reported drill bit is one of thirteen 2.0mm drill bits available to make a pilot hole for the core diameter of 3.0mm cervical locking screws in the zero p synthes spine system. The tabulated drill bit drawings were reviewed during this evaluation with no product design issues or discrepancies observed. Per visual inspection and based on product drawings, the sheared of portion of the distal drill bit fragment, which was not returned, measures approximately 15mm. The manufacturer is unable to determine a definitive root cause; however, the complaint condition was most likely caused by the application of excessive, off axis force or cumulative wear on this 7+ year old drill bit. It is not likely that the design of the device contributed to this complaint. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.